Manufacturer narrative:
As received, the psu had several broken standoffs inside. During a functional test, the position sensor unit (psu) returned high geometry for an active frame. The volume was only slightly reduced at the back edge for the passive probe. There were too few markers visible to run the aak test. The psu is out of calibration.

Event description:
A medtronic rep reported, the camera on the site's tria system was not tracking the instrumentation. This event did not occur during surgery and no pt was present.